Event description:
Patient's church notified manufacturer that patient died. Cause of death not known by caller. On follow up, hcp did not know patient had died. Manufacturer requesting a copy of death certificate. A follow up report will be sent when additional information is received.